Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. However, the insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. The no delivery alarm functions properly during the basic occlusion test. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to a heart problem and ended up with high blood glucose levels. The customer's reading was 900 mg/dl. The customer's symptoms included vomiting. The customer treated with a lantus. It was unknown if the customer was wearing the device at the time of admission. The cause of the event was due to diabetic ketoacidosis. The customer performed the high pressure test and it failed twice. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.